Event description:
It was reported that the patient was having trouble with the device but was going to see their health care provider (hcp) next week. It was reported that it was not working for the patient following the implant and that it never had worked for them. It was noted that when they did the test leads it seemed to help but after that it just hadn¿t. Additional information was received from the patient. Patient has experienced a loss or change of therapy and wants to change their program because the implantable neurostimulator (ins) is not treating their bladder control symptoms during the day or night since their cervical pain (non-device/therapy related) started. Patient has never had symptom relief at night time since implant. Since their cervical pain, it also hasn't been working during the day. Patient said they increased stimulation before and it helped for a while. Patient does not have a healthcare provider (hcp) so a listing was sent to them. Patient says if they can get the implant to work for their symptoms, they would be able to decide if they should get their device removed or not. They have an appointment with the neurosurgeon on (B)(6) 2017 and wants to get the device to work before then to figure out the next steps with the spinal pain issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their remote was replaced no one told them it had to be reprogrammed ((B)(6)2017). It was reported that the remote was programmed, the device was turned on and set. It was reported that the device not working was resolved but that they still have serious incontinence while asleep. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.